Event description:
The spinal concepts distributor reported an event with an unknown veptr. The patient came in for a check-up. Upon x-rays it was noted that the rod was broken. The surgeon explanted the veptr and replaced it with a new veptr. The veptr distal extension did not break interoperatively. It is unknown as to when the hardware was implanted and unknown when the rod broke.

Manufacturer narrative:
Device used for treatment and not diagnosis. The veptr device is designed to mechanically stabilize and distract the thorax to correct three dimensional deformities and provide improvement in volume for respiration and lung growth in infantile and juvenile patients diagnosed with thoracic insufficiency syndrome. The design is correct for the intended function. The information contained in the complaint is insufficient to determine the nature of cause of the reported failure. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.